Event description:
Report received of a patient receiving a shock from the device. The rn inserted the cassette into the pump, closed the door, and the patient reportedly experienced receiving a "small shock". The nurse operating the device denied receiving a "shock". The patient did not experience any adverse sequelae, and no medical interventions were required. The pump was removed from clinical use. Though requested, no further information was available.